Event description:
The consumer reported receiving burns on his back from the heating pad. The consumer stated he lays on the heating pad while in use. This type of operation is contrary to proper use instructions.